Event description:
It was reported that the implantable neurostimulator (ins) experienced a power-on-reset (por) condition. It was noted that the por message was first seen the morning of the report when she went to charge and turn up the stimulation. It was reported that the por was seen on both the patient programmer and recharger. It was noted that the patient was able to charge ¿fine¿ after assistance from a company representative and the ins was ¾ charged. It was reported that the patient was able to charge normally during ¿the radiation¿ on her back last week. It was noted that the patient didn¿t see the por until she tried to turn on the ins. It was reported that the patient experienced a loss of therapeutic effect and had not felt stimulation in ¿about a week¿ prior to the report. It was noted that the patient was not getting ¿good¿ therapy. It was reported that the patient was unable to adjust stimulation/turn stimulation on. It was noted that the patient saw the ¿call your doctor¿ icon on the patient programmer. It was further reported that the ins had been working although she had radiation therapy over the past 10 days. It was noted that the patient was able to turn stimulation on and was ¿happy¿.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-39, lot #n302342, implanted: (B)(6) 2011, product type: accessory. (B)(4).